Event description:
The patient was instrumented on from t10-l4 on (B)(6) 2021. After surgery, the patient reported a "pop" in his back while bending over. Upon assessment, it was discovered that the set screw at left t10 failed.